Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with audible tones and a blank display. The blank display was replaced with a test display, and the test display was fully functional with no signs of fading or discoloration. The allegation of a dim display could not be confirmed or duplicated on investigation. Investigation determined that a failed display flex was the cause of the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor stated that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.